Manufacturer narrative:
(B)(4). Visual examination of the provided photograph shows signs of repeated use nicked / gouged. No product was returned. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Proposed component (annex g) code is mechanical (g04) - provisional bottom.

Event description:
It was reported that a tasp fractured while surgeon was inserting spacer. There is no additional information available.